Event description:
Candela corporation received a notice from an insurance company regarding an injury sustained by a patient while having a candela gentlelase dermatology laser hair removal treatment. It was reported that the patient was burned in areas of the face, neck, legs. It was diagnosed by a doctor as hyper pigmentation most likely from a burn caused by the laser. While the area showed marked lightening (improvement), there was some discussion that some permanent pigmentation scars could result.

Manufacturer narrative:
The insurance company claimed the laser was malfunctioning. Candela's investigation did not substantiate the insurance companies claim. Candela was not directly involved with the claim and therefore was not privy to other material information. No definitive cause was established.